Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarms was able to be confirmed. The heartmate 3 system controller (serial number: hsc-121063) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 1 hour (14feb2023 from 09:17:09 ¿ 10:10:21 per timestamp). There were no notable alarms active in the logfile. There were no low voltage alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. The controller periodic log file was submitted for review and showed events spanning approximately 11 days (03feb2023 ¿ 14feb2023 per timestamp). The data was captured at 1-hour intervals. A single low voltage advisory was active on 05feb2023 at 19:06:44 on the black power cable. The rsoc voltage measured 2.3v on both power cables at 18:06:44 and one hour later, the black power cable voltage dropped 0.7v while the white power cable remained at 2.3v. The alarm active is routine; however, the battery depleted quickly. There were no other notable alarms active in the log file. Pump operation was not affected, and the device appeared to function as intended. Additional information provided on 21feb2023 stated that the controller was exchanged, and the alarms resolved. The controller will not be returning. The root cause of the reported event was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms including low voltage alarms. Heartmate iii patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate iii lvad, including the 14v battery clips and 14v batteries. Heartmate iii patient handbook section 2 ¿how your heart pump works¿) tells users that two fully charged 14-volt batteries are expected to power the system for approximately 10-12 hours, which can vary depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that while at a follow-up appointment, the patient complained of low voltage alarms. The system controller was exchanged and the alarms resolved.